Event description:
It was reported by svc report that the inner and outer panels and side rail arm covers were broken and there were sharp edges. The foot board connector was damaged also. It is unk if there was pt involvement or if there were adverse consequences to report.